Event description:
Complainant alleged that during inservice training by a zoll sales rep, the device displayed error message code "error 70" on the monitor screen when the device was discharged at 200 joules. The complainant indicated that there was no pt involvement in the reported failure.